Event description:
Healthcare professional reported right-side rupture confirmed via mammogram. Healthcare professional additionally reported right side hole non specific upon removal. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on sep 05, 2024, with lot number 357233. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. As per the investigation procedure crease, and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.